Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx des was implanted. The patient had a non q wave mi (target vessel) 3rd udmi, peri-pci, mid rca. The sponsor assessed that the event was possibly related to the device but not related to the anti-platelet therapy.

Manufacturer narrative:
The patient is a previous smoker and has a medical history of atrial fibrillation, hypertension, hyperlipidemia, copd, cardiac admission 30 prior to the index procedure. The index procedure was prompted by mi. During the index procedure three resolute onyx stents were implanted into the lad and one into the rca. Cec adjudicated mi as non q wave mi (target vessel) 3rd udmi peri-pci. Side branch occlusion of the mid rca was reported. Cec also adjudicated stent thrombosis as no event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The occlusion occurred in the rca not lad. Therefore pli 10 has no impact on the occlusion. If information is provided in the future, a supplemental report will be issued.